Event description:
Notified by representative (B)(6) that during a case, the surgeon was tightening the screw and the tip broke off in the screw head. The surgeon could not get the tip out of the screw. There was no delay because of the break. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Notified by representative (B)(6) that during a case, the surgeon was tightening the screw and the tip broke off in the screw head. The surgeon could not get the tip out of the screw. There was no delay because of the break. Customer.